Event description:
In 2007, it was reported to boston scientific corporation that a male patient (age unknown) underwent an electrocautery procedure using a bsc injection gold probe device. It was reported that during the procedure to treat a gastrointestinal bleed located in the duodenum, "the tip fell off inside the patient." The physician was able to retrieve the tip. A second injection gold prob device was used without issue. The patient suffered to complications or ill effects as a result of this reported event.

Manufacturer narrative:
The device has not been received by the manufacturer; therefore, an evaluation cannot be performed and the root cause for the reported failure cannot be determined. A similar complaint review was conducted for the reported lot and identified 1 additional complaint. A review of the may 2007 15-month trend report for the injection gold probe product family was performed; no unfavorable trend is noted; however, a CAPA is in progress to address the tip detachment issue.